Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an endoprosthesis procedure. Reportedly, with two proglide devices, when removing the plunger (step 3), the entire suture including the knot, came out. The sutures of two new proglide device were successfully pre-placed. The sheath was upsized to 12f, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide devices. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.